Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no exact event date was reported. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during an endometrial ablation procedure in the uterus performed on (B)(6) 2018. The patient was under general anesthesia. According to the complainant, during ablation, a fluid loss alarm was received but no visible fluid leak was noted by the physician. The device went into automatic cool down and completed the procedure. Reportedly, the physician did not notice anything suspicious at the time of the procedure but the patient called a couple days later complaining about some burns and some blisters on her buttocks. The patient came back and a second degree burn on the right side of her buttocks was noted. The burn was treated silvadene cream. Reportedly, the physician did not think that it was due to saline and was not sure how was the burn sustained. There were no serious injury/adverse effect to patient as a result of the event.